Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
It was reported that the ventilator had a backup alarm failed error code while in use. The ventilator was being used on a patient at the time of the reported event. The ventilator continued to operate and was used. No patient harm reported. The occurrence of "check vent: backup alarm failed" (ec 1104) alarm was confirmed. The failure was confirmed in a piezoelectric buzzer mounted in a control processing unit (cpu); an alarm sound unable to be heard. Confirmed behaving failure in a piezoelectric buzzer mounted in a cpu board. The cpu board with software version 2.30 needs replacing. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer¿s international service technician replaced the cpu to address the reported problem. The unit was checked overall, run-in tested, cleaned, and functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
A cpu was returned for analysis. Visual inspection of the cpu board revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to a component failing intermittently due to the insulation resistance being out of specification.